Event description:
On (B)(6) 2011, dr. (B)(6) performed surgery to implant a pair of pectoral implants on the patient. Two days after surgery, on (B)(6) 2011, the patient allegedly complained to his physician of pain at the incision site. On (B)(6) 2012, the patient began treatment for infection on the right pectoral with antibiotics. On (B)(6) 2012, spectrum designs medical was notified by the office of dr. (B)(6) of the infection in the pectoral region, and that replacement pectoral implants were required for surgery scheduled on (B)(6) 2012. The physician performed explant and re-implantation of both the left and right solid silicone pectoral implants on the date (B)(6) 2012. The implants that were requested by dr. (B)(6) office for replacement of the originals, were not of the same model and size as the originals, therefore both pectorals were replaced, rather than replacing only the right side due to infection.

Manufacturer narrative:
Spectrum designs medical has reviewed all lots and sterilization data related to the devices involved in this adverse event, and there is no evidence that the device was the root cause of the event. No other complaints of infection have been received related to these two device manufactured lots, or sterilization lots. The investigation concluded that the infection was due to complication of the surgical procedure.